Event description:
Customer received blood results of 23 and 30mg/dl on his contour usb meter. He ran a blood test on a different meter and received a 202mg/dl. The difference falls in the "c" zone of the consensus error grid. No adverse events alleged. Customer was sent replacement strips and returned hers for evaluation.

Manufacturer narrative:
Customer strips were evaluated and were found to read 7mg/dl high out of spec. Retention lot tested in spec.